Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient acquired an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was removed and the patient was later hospitalized after the infection worsened.